Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Issue occurred in the past, the customer continued to use pump for insulin therapy. No additional patient or event information was available.